Event description:
It was reported that during a laparoscopic gastrectomy, the clip was fed into the jaws sideways after about 10th firing though the device functioned as intended before the event. Then the doctor did not place the clip and removed the device from the patient in closing jaws. There was neither unexpected noise nor resistance before the event. The device did not clamp something hard such as an existing clip. The device was fired out of the patient and the same event occurred. Another device was used to complete the case. There were no adverse consequences to the patient. As the device was fired multiple times out of the patient after this event, the number of remaining clips might be 2.

Manufacturer narrative:
(B)(4). Jaws. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, three clips dropped due to the condition of the jaws; finally the instrument locked out as intended. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were noted. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.